Manufacturer narrative:
Plant investigation: the actual device without original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During disinfection, a leak was found on the cassette film. The reported condition was confirmed. Visual inspection of the actual device was performed with a microscope and a hole at the cassette film was discovered. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after opening the cassette door of their cycler while cancelling their pd treatment. The peritoneal dialysis registered nurse (pdrn) reported that the patient was receiving an air detected in cassette alarm during fill 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is not trained on performing stat drains or manual peritoneal dialysis therapy . The pdrn stated that the fluid leak was discovered at the end of treatment and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.